Event description:
Info acquired from dr's office on 2/24/97 indicates pt will have another surgery soon. Reason was not provided. Info acquired on 5/12/97 indicates a revision surgery occured on 3/5/97 due to fluid loss-balloon. It is uncertain which, if any, components were revised. Ams has requested add'l info.